Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedances on a non-boston scientific right ventricular (rv) lead. Measuring greater than 200 ohms. Additionally, it was noted there were no episodes of noise. Technical services discussed troubleshooting options. At this time, the device and lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedances on a non-boston scientific right ventricular (rv) lead. Measuring greater than 200 ohms. Additionally, it was noted there were no episodes of noise. Technical services discussed troubleshooting options. At this time, the device and lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and the rv lead was surgically abandoned. A new device and rv lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedances on a non-boston scientific right ventricular (rv) lead. Measuring greater than 200 ohms. Additionally, it was noted there were no episodes of noise. Technical services discussed troubleshooting options. At this time, the device and lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and the rv lead was surgically abandoned. A new device and rv lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.